Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a worn dso seal, worn uso seal, scratched lcd lens, damaged battery compartment, and loose latch lock. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. The device was found to be over delivering. It was determined that the most probable cause is an out of specification expulsor. The expulsor was sanded down. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device had a volume metric accuracy test. The event occurred during preventive maintenance, there was no patient involvement.